Event description:
It was reported that 6 prm/n35/std/50cm/ll was clogged. The following information was provided by the initial reporter: "the customer reported as follows: the hcp connected the priming set (515573-zat) to terumo chemosafe infusion set and attempted to start the infusion; however, the drug (cyramza) did not flow. When using another product, the infusion was started with no problem."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/24/2020 h.6. Investigation: when the series of actual products received were checked, no abnormalities such as clogging or deformation were found. The mixed injection part of the terumo chemo safe infusion set has a mechanism in which the rubber valve is pushed into the tip of the male luer connector to open and pass the liquid in the center. However, compared to the fasir system and q site, the opening is small and the opening force is weak, so even the slight unevenness of the tip of the male lure connector within our quality standard is circular. It was found that the rubber valve may not open due to the catch of the lure. Variations during manufacturing such as the repulsive force of the rubber valve and the surface condition of the upper surface, variations during manufacturing of the tip of our male luer connector (slight unevenness) (within our existing quality standard), and being inserted straight and pushed in when connecting it was presumed that this occurred when the conditions that made it difficult for the rubber valve to open were met. No anomaly found on DHR. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 prm/n35/std/50cm/ll was clogged. The following information was provided by the initial reporter: "the customer reported as follows: the hcp connected the priming set (515573-zat) to terumo chemosafe infusion set and attempted to start the infusion; however, the drug (cyramza) did not flow. When using another product, the infusion was started with no problem."